Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color even when the vascular sheath was withdrawn along with the blocker. There was no reported patient injury. The exoseal vcd was used in full accordance with the operational requirements. The device packaging was intact before use, and the internal contents were undamaged upon opening. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not place the thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, it was unclear if the indicator wire loop was deployed or showing, and it was also unclear if the indicator wire was still visible. The deployment button was not depressed. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The functional indicator wire deployment simulation evaluation could not be performed, as the unit was received with the indicator wire already deployed. Additionally, a deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with full depression of the deployment lever, achieving the indicator wire retraction, and plug expected deployment. The indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the functional analysis achieved successful plug deployment with indicator window transition. The internal mechanism showed no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color even when the vascular sheath was withdrawn along with the blocker. There was no reported patient injury. The exoseal vcd was used in full accordance with the operational requirements. The device packaging was intact before use, and the internal contents were undamaged upon opening. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not place the thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, it was unclear if the indicator wire loop was deployed or showing, and it was also unclear if the indicator wire was still visible. The deployment button was not depressed. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient. The device has been returned.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color even when the vascular sheath was withdrawn along with the blocker. The exoseal vcd was used in full accordance with the operational requirements. There was no reported patient injury. The device was returned for evaluation.